Manufacturer narrative:
This is being reported as worst case due to the frequency and duration of treatment visits. MDR reportable event trends are reviewed in quarterly executive management review meeting. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Event description:
Info received from (B)(6) affiliate. On (B)(6) 2010 a pt contacted our firm stating that he/she had experienced "a white dot in the pupil os" while wearing 1 day acuvue trueye contact lenses (cl). The pt was seen at (B)(6) clinic in early (B)(6) and diagnosed with inflammation. The pt was told by ecp "that the cause was dirt in eye or something." The pt was treated with antibiotic eye drops, instructed to discontinue cl wear and to return for f/u. The pt received outpatient treatment for about a month and stated that he/she had recovered. On (B)(6) 2010, we contacted (B)(6) clinic for a medical interview. According to the pt's medical record, the pt was seen at the clinic on (B)(6) 2010. The pt was diagnosed with keratitis and corneal erosion os. The corneal erosion was located at the superior part of os. The pt was prescribed cravit and fluorometholone 0.1% eye drops and tarivid eye ointment on (B)(6) 2010. The record stated on (B)(6) 2010 that the keratitis was aseptic. The treatment with tarivid was discontinued on (B)(6) 2010. The pt returned to the clinic on (B)(6) 2010 and corneal erosion was resolved; cravit and fluorometholone 1% eye drops were continued. The pt purchased cl at that time. The pt was instructed to return to the clinic as needed. The pt returned to the clinic on (B)(6) 2010 fully recovered from keratitis and meds were discontinued. Bcva was not provided. The suspect product and lot numbers were not available. No add'l info is expected.